Event description:
Medtronic received a report that one pipeline prematurely opened and fell into the tumor and another pipeline failed to open. The patient was undergoing blood flow diversion device implantation for treatment of a fusiform, unruptured aneurysm in the left middle cerebral artery with a max diameter of 13.5 mm and a 6.4 mm neck diameter. Landing zone: distal: 3.25 mm and proximal: 2.81 mm. The accessed vessel was the femoral artery with a diameter of 6.11 mm. It was noted the patient's vessel tortuosity was severe. The angiographic result post procedure showed no abnormality. It was reported that after phenom27 was in place, stent 1 (ped-350-30) was inserted. The tip end was opened well. After 2/3 of the stent was deployed, it fell into the tumor and could no longer cross the tumor neck. It was replaced with the stent 2 (ped-375-35). Repeated operations still did not open it well. It took a long time. The surgeon was afraid that the patient would have problems, so the stent and microcatheter were replaced. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 227889970); implant date n/a; explant date n/a product ID ped-350-30 (b567975). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #707130134: ¿ equipment used: video inspection system (m-78210), ruler (m-83361) ¿ as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex pushwire was returned stuck within the phenom catheter. ¿damage location details: the pushwire was found extending out from catheter hub. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal and proximal ends of pipeline flex were found fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip and marker band were examined; and no damage was found. No other anomalies were observed. ¿testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was cut to remove the pipeline flex device from the catheter hub. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. Conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure/incomplete open as the distal and proximal ends of pipeline flex were found fully opened and damaged. It is possible that the severe vessel tortuosity may have contributed to the reported issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.